Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn and deformed. Claim#: (B)(4).